Event description:
It was reported that the patient had the artificial urinary sphincter 5.5 cm cuff explanted. A combination of radiation therapy and too large a cuff placement resulted in continued low levels of urinary incontinence and pressure on urethral bulb contributed to atrophy of tissue. The tissue atrophy under the urinary cuff secondary to radiation therapy. The level of incontinence was the same as prior to the implant of 3-4 pads per day. Medical interventions included an appointment with the urologist, a bladder diary, and a bladder ultrasound. A new artificial urinary sphincter 5.0 cm cuff was implanted. A catheter was placed in-situ post op the patient fully recovered.